Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown metal transarticular screws /unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). Translated article was received february 4, 2016. Information regarding screws was determined in the translated article. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: muhm, m. Schneider, p., ruffing, t. And winkler, h. (2014). Posterocentral approach to the posterior tibial plateau. Reconstruction of tibial plateau fractures and avulsions of the posterior cruciate ligament, der unfallchirurg, 9:813-821. From 2001-2012 33 patients were surgically treated using a posterocentral approach to the dorsal knee joint. Twenty-two (22) of the patients had a posterior shearing tibial plateau fracture and 11 had an avulsion fracture of the posterior cruciate ligament (pcl). Complications included two ventral implant infections. Thirty-three (33) patients (20 male and 13 female) in study from january 2001 to january 2012. Patient age ranged from 28-85 with a median age of 54 years. There were 2 cases of implant removal, occurring on patients with infections. One patient was morbidly obese and one patient was a chronic alcoholic. Computed tomography and magnetic resonance imaging (MRI) scans were taken in some patients. This is report 2 of 2 for (B)(4). This report is for unknown metal transarticular screws.